Event description:
The customer reported that there was a stator not on error message. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.